Event description:
It was reported that during routine maintenance, it was discovered that the universal battery charger device was not charging properly. This event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
There was no contact phone number provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a defective power supply. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to electric component wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.